Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl; cause was not known. A correction bolus via the pump was delivered and a manual insulin injection was administered to address bg. The customer reverted to an alternate pump for insulin therapy.